Manufacturer narrative:
Event site telephone: (B)(6). The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID #(B)(4).

Event description:
It was reported that during insertion, the customer was able to place the intra-aortic balloon (iab) over the guidewire but they then could not remove the guidewire. The customer then removed the iab and guidewire and found that the guidewire was damaged. A new iab was inserted to provide therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. Two guide wires, one-way valve, pressure tubing, and extender tubing were also returned. One guide wire was found to be unraveled and unable to be used for testing. The other guide wire had no damage observed. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.5cm from iab tip. The technician attempted to insert the returned 0.025¿ guidewire through the inner lumen and resistance was only felt at the kinked location of 76.5cm. The evaluation confirmed the reported events. We are unable to determine how the kinked catheter and damaged guide wire occurred. A lot of history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).